Event description:
It was reported that patient underwent a surgical procedure to explant his artificial urinary sphincter (aus) pump due to infection. Pump was explanted and replaced, cylinders and reservoir remain implanted. No adverse patient effects.